Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error alarms. The customer's blood glucose value was 250 mg/dl. The customer stated that his blood glucose increased when he removed the battery. The customer stated that the pump error occurred more than once after battery change. The product was returned for analysis.